Event description:
It was reported that during a lobectomy procedure, the articulation lever broke and came off. Another device was used to complete the case. There was no reported patient consequence.